Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported fault. The breathing system was cleaned due to moisture found inside, and the unit was returned to service.

Event description:
The hospital reported that the unit alarmed and stopped mechanical ventilation during a case. The unit was switched to manual ventilation and the unit was swapped out. There is no report of patient injury.